Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during an implant procedure where the ipg was placed in surgery mode that the ipg was unable to communicate with external devices. A manufacturer representative attempted to repair the ipg but was unsuccessful. In turn, a new ipg was used to complete the case.